Event description:
It was reported that a flogard infusion pump could not be turned on. It is unknown if there was patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The device was not able to be powered on. A visual inspection found the battery to be damaged. The device was unable to complete functional testing due to the reported issue. The cause of the reported issue was determined to be a damaged main battery. In order to correct the condition, the main battery was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.